Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had to stop therapy, drain the pads and restart for about 3 minutes. It appears that the timer did not stop. They need to add 3 minutes to cooling but can only add an hour at a time. S/n (B)(6) . The arctic sun device was set to start rewarm manually. Explained they could wait three minutes before starting to rewarm. If rewarm was started immediately, three minutes should not make much of an impact.

Event description:
It was reported that they had to stop therapy, drain the pads and restart for about 3 minutes. It appears that the timer did not stop. They need to add 3 minutes to cooling but can only add an hour at a time. S/n (B)(6). The arctic sun device was set to start rewarm manually. Explained they could wait three minutes before starting to rewarm. If rewarm was started immediately, three minutes should not make much of an impact. Per follow up information received via task on 08may2025, spoke with nurse, who confirmed no further issues with the device after restart. Therapy completed and device had remained in service.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. It appears that the timer did not stop. They need to add 3 minutes to cooling but can only add an hour at a time. S/n (B)(6). The arctic sun device was set to start rewarm manually. Explained they could wait three minutes before starting to rewarm. If rewarm was started immediately, three minutes should not make much of an impact. Per follow up information received via task on 08may2025, spoke with nurse, who confirmed no further issues with the device after restart. Therapy completed and device had remained in service. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.